Event description:
It was reported, "I had a stryker hip implanted in 2006. I experience pain almost constantly in my groin and back side along with intermittent squeaking, grinding and crunching sounds and sensations. It has made it difficult and painful for me to get into and out of my car, drive my car, walk for extended periods of time, walk up and down stairs, sit for extended periods of time and even sleep. Dates of use: present".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.